Manufacturer narrative:
The gore excluder aaa endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder endoprosthesis. The pt tolerated the procedure. On (B)(6) 2011, the pt presented at the hospital complaining of pain in his left leg. The contralateral leg on the left side was reported to be occluded by thrombus. The pt underwent fibrinolysis therapy. No additional stenting or ballooning was performed. The pt is reported to be doing well.